Event description:
Information received from the field notes that during a trans-telephonic follow-up, no pacing artifacts were noted with or wi thout magnet application. The patient's intrinsic rate was between 45 - 55 bpm and he had symptomss similar to those that were experienced before implant of the pulse generator. Attempts to interrogate the device were un- successful .~